Manufacturer narrative:
Phone number: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is distributed in the us, 510k number is known and was reported correctly in initial medwatch report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the visual inspection of the returned implant shows just slight signs of wear. One screw is indeed jamming and a small metal scrap has shaved off. The other screws are working properly and the hexagons are in good condition. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in (B)(6) 2008. The thread in the housing of the set screw, which holds the two connectors together, is staked (deformed) on top and the screw can therefore only be moved for about one turn to lock and unlock the device. This was designed this way that the connectors do not fall apart during use if the set screw would be unscrewed too much. If the screw is turning out outside of this position, it can lead to this blockade and therefore to the complained issue. This would also explain why a piece of the implant was shared off (blue metal scrap). Based on these findings we determine that the root cause is due the method of use and not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Additional product codes: mni, mnh , kwp, kwq. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Screw broke intraoperatively, not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k# unknown. Device history record review: manufacturing location: device history records review was conducted. The report indicates that the: article 497.879s lot: 1934539, manufacturing location: (B)(4), manufacturing date: 10th july 2008, expiry date: 1st july 2018, article was sterilized by supplier (B)(4), article 497.879 was manufactured in the us with lot number 5802424. Manufacturing location: synthes (B)(4), packaged by: (B)(4), manufacturing date: 11-jun-2008, part #: 497.879, lot#: 5802424 (non-sterile) - ti low profile transconnector 56.0mm-83.0mm for 5.0mm rods. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screw (497.878) did not turn and the surgeon was unable to fix the transconnector. The screw turned a little bit; however, it was not the proper movement and the surgeon felt resistance. Another screw (497.879) was too hard to turn. When the surgeon forced to turn the screw, metal scrap came out from inside the transconnector. The thread of the screw might be scraped. No information about patient condition received. The surgery was prolonged about 10 mins. This complaint involves 2 parts. This report is 1 of 1 for (B)(4).